Event description:
Reportedly, while the pt was undergoing a tomographic procedure of the spine (lumbar-sacral), the x-ray tube heat integrator on the x-ray generator of the tomographic system indicated that the x-ray tube was too hot. The technologist turned off x-rays for approx 15 minutes to allow the x-ray tube to cool. After cooling, the procedure was restarted and during this time, it is alleged that the pt stated that some liquid was falling on the pt. It was found that oil from the x-ray tube housing assembly had dripped on the pt's right thigh. The pt was examined in ER, and per the examining physician, there was no evidence of any injury (burns, blistering or rash) to the pt.